Event description:
New information received states that the patient was non-compliant.

Event description:
It was reported that a revision surgery occurred. The reason is unknown. Additional information has been requested.